Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardiac monitor (icm) detected false pause episodes due to undersensing. Additionally, the device was oversensing. The device remains in use. No patient complications have been reported as a result of this event.